Manufacturer narrative:
On 02/22/2016 a medtronic representative, following-up at the site, was informed by the site that the machine moved on its own due to the drive bar (dead man switch) sticking. The site corrected the issue on their own by adjusting the dead man switch. On (B)(6) 2016 per the site engineer reporting this event: "the issue was the drive handle torque. One side was completely loose. The other was excessively tight. I adjusted and tested and all has been ok for at least two weeks. I also marked the handles so this would not happen again." No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site engineering representative reported that, while in a spine procedure, their imaging system gantry would move without the pendant being touched. No further details regarding the alleged behavior, or when in the procedure it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. Confirmation spin was performed successfully after the procedure to confirm accuracy. There was no delay of therapy. There was no impact on patient outcome.